Event description:
The customer reported that a posterior capsule tear occurred during a procedure. The doctor said, there was a collapsed chamber. The system was reported to have low aspiration and low ultrasound. No info was provided regarding the pt. Add'l info has been requested.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He was not able to duplicate the reported issues. The complaint history was reviewed and there were no other complaints reported for this system. The root cause of the complaint could not be determined.